Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that when the issue occured, she received the following high bg readings: 240 mg/dl, 258, mg/dl, 315 mg/dl, and 358 mg/dl. While on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open since (B)(6) 2023 and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". Multiple attempts to follow up with the user were made, in order to send the user a replacement of dario's strips and control solution however, no response has been received to date. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On november 6th, 2023, the user's mother contacted dario to report that her daughter received high blood glucose (bg) readings. The user's mother reported a high bg reading of 256 mg/dl from her dario meter when compared to a bg reading of 121 mg/dl from her non-dario meter. Due to the above, the user took her daughter to the doctor, where her daughter's bg level was tested using the doctor's bg device and received a bg reading of 112 mg/dl.